Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Provider states the compressor is loud. The 4 way valve, the pilot valve and the o-ring is leaking. The power switch causes no alarms and the hose clamps were replaced.

Manufacturer narrative:
The 4 way valve and compressor were returned to the returns department for evaluation. The compressor was found to be noisy. The 4 way valve was found to be contaminated. The no alarm could not be confirmed as part was not returned. The power switch will not be returned.

Event description:
Provider states the compressor is loud. The 4 way valve, the pilot valve and the o-ring is leaking. The power switch causes no alarms and the hose clamps were replaced.